Manufacturer narrative:
Unit received cracked case at display window corner, unit received with cracked battery tube threads, unit received with broken reservoir tube lip, unit received with minor scratched display window, unit received missing end cap sticker, unit received with cracked case, unit received with cracked end cap and unit received with dog chew marks.

Event description:
The customer reported via phone call that the insulin pump was eaten by her dog. Blood glucose level at the time of the incident was 91 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.